Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some coude intermittent catheters were not in a standard shape, as a result, it caused the pain for the patient. No medical intervention was reported.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The samples returned were not the product referenced in the original reported event, as the product referenced in the original reported event was a used catheter with an unknown lot number. The samples returned are 2 unopened catheters with 2 different lot numbers. It is unknown whether they are the same lot as the reported product. The samples returned were not used for diagnostic or treatment purposes. The product referenced in the original reported event were used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The lot number is unknown; therefore, the device history record could not be reviewed. The reported event is unconfirmed a risk review and labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that some coude intermittent catheters were not in a standard shape, as a result, it caused the pain for the patient. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some coude intermittent catheters were not in a standard shape, as a result, it caused the pain for the patient. No medical intervention was reported.